Manufacturer narrative:
The patient reported pain and swelling. The scar tissue removal and the knee injections were performed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient reported pain and swelling. The scar tissue removal and the knee injections were performed.